Manufacturer narrative:
(B)(4). The customer information stated that the inflation line had been cut. The sample was returned for investigation. No fault was found with the returned sample. All manufacturing controls were reviewed and found acceptable and effective to detect the reported failure mode.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that stated, after cannulation of a tracheal tube, air could not be inserted or removed with the syringe. The patient was then recannulated with a different tracheal tube. There was no patient harm or injury reported.